Manufacturer narrative:
The product was discarded at the hospital and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Potential factors that can influence a pop-out or inaccurate delivery include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, as well as patient anatomy and or user technique, but a root cause could not be established from the information available. The retrieved valve was not returned for evaluation, so a root cause for this event could not be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first valve was implanted too deep and was subsequently retrieved from the patient successfully. A second corevalve was implanted with no adverse patient effects. The patient remains in good condition following the tavi procedure.

Event description:
Subsequently, additional information was received that confirmed that the device had not been deployed during the initial positioning attempt, and had not dislodged or migrated into the left outflow tract.